Event description:
During a colonoscopy, the physician used a wilson-cook tri-clip endoscopic clipping device. The physician advanced the device through the accessory channel of the endoscope and fastened the clip to the tissue site. At this time, the clip would not release from the catheter of the deployment device. The endoscopic clip and the clip deployment device were removed from the body simultaneously. The clipping site was injected to stop the bleeding. The pt was admitted to the hospital for observation.